Event description:
The device was implanted as treatment for seizures. Pt concerned that there is no electronic tracking system in the unit. The stimulator was turned on for the first time in 1999, the unit was adjusted to 5 mins off and 30 secs on by dr. In 1999, the device was adjusted to 3 mins and 21 secs on by dr. The complainant was transferred under the care of the neurology ctr. During 2000 the stimulator was adjusted to 5 mins off and 14 secs on by dr. During 2000 the unit was adjusted to 3 mins off and 7 secs on by dr. In 2000, there was another adjustment made to a component on the device, it was the magnitude change from 250 to 130. The complainant would like FDA to look into this matter.